Event description:
During a pci treatment procedure, the maverick2 monorail 15x1.5mm balloon ruptured at 12 atms on the third inflation. The pressures reached on the first two inflations are not known. The pt was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in the mid left anterior descending coronary artery. The physician used a .014 guide wire to cross the lesion. It is noted that resistance was met with insertion of the device. The maverick2 monorail balloon was removed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.